Event description:
It was reported that the customer had high blood glucose levels of 17.3 mmol/l. The customer reported that the insulin pump alarmed no delivery multiple times during a bolus. Troubleshooting was done. The customer was advised to examine the cannula of the infusion set. The customer reported that the cannula was bent. The customer was advised to change the infusion set and reservoir on the insulin pump. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.